Event description:
It was reported by non-physician healthcare provider (magnetic resonance imaging technician), that the patient passed away and that the passing was not device related. No additional information was provided.

Event description:
It was reported by non-physician healthcare provider (magnetic resonance imaging technician), that the patient passed away and that the passing was not device related. No additional information was provided. Additional information was received that the physician was not aware of the passing. No further information can be obtained.